Event description:
Using the PICC tray to place the line, we were unable to thread the wire into introducer ¿the hole in the introducer is too small. Product did not have patient contact. A second set was opened to complete the procedure. Manufacturer response: for kit vps biosensor (B)(4), (brand not provided) (per site reporter). Email sent to vendor rep - rep to send return kit.